Event description:
The customer reported a 35 failure. There wasn't any patient involvement .

Manufacturer narrative:
Conclusion / root cause: the data acquisition pcba to motor controller pcba cable and motor controller (mc) pcba were tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).